Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n5d1361y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a robotic distal pancreatectomy, the reload was connected and the tissue was clamped and the surgeon was about to perform firing, but it did not proceed. The firing did not advance even when the surgeon pressed the green button. Another device from a different company was used to resolve the issue. There was no patient injury.